Event description:
The customer says they are getting a message generator not available on this x-ray system. The customer says they have a pt on the table and the pt is at risk.

Manufacturer narrative:
(Eval method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA. (B)(4).